Manufacturer narrative:
The device was not returned to olympus for evaluation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, the instruction manual states to visually inspect the product and make sure that it has no corrosion, no dents and no scratches. Also, to visually inspect the ceramic insulation at the sheath¿s distal end before each use. "Do not use the instrument in case of damage (e. G. Cracks fractures). " in addition, to mitigate the risk of patient injury the instruction manual states ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged." In addition, a review of the device history records (DHR) was conducted by the original equipment manufacturer (OEM) based on the device and subject matter; however, due to the missing device lot number the OEM was unable to confirm any nonconformities or deviations related to this device. If the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic bladder resection procedure, the pieces of the inner sheath broke off and fell into the patient. It was reported that the device fragments were retrieved. It is unknown if the intended procedure was completed. There was no patient injury reported.